Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening on posterior, broken plug strap and yellow biological tissue inner the device. Leak test and microscopic analysis was performed which identified, sharp opening on posterior and sharp broken plug strap. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on posterior assessed, as an unidentified (tear) opening. Sharp broken on plug strap assessed, as an unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side deflation. Device was explanted.